Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and the issue of hole in hose was not confirmed. If additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received from (B)(6), the device required service due to component damage. It is known that the event did not occur during surgery; however, it is unknown if there was patient/user injury, surgical delay or medical intervention related to this occurrence. No additional information available.